Event description:
Baxter reported, "leakage from the silicone tubing. The transfer set has been in use for 60 days." There was no patient injury or medical intervention associated with this incident according to baxter.